Event description:
It was reported that the pt hit his head against his friend in (B)(6) 2011. A swelling occurred, and afterwards the pt's hearing performance decreased. The number of hi electrode channels has gradually increased since the accident. Testing in situ carried out on (B)(6), 2011 shows 11 electrode channels in status hi. Re-implantation is scheduled for (B)(6), 2011.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for eval. When available, a device failure analysis will be submitted as a f/u report.